Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The target lesion was located in the moderately calcified and moderately tortuous left circumflex artery. The 32mm x 2.25mm taxus liberté plus stent was advanced to the lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient is doing well. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a tactile and visual examination found the balloon was tightly wrapped and was not subjected to positive pressure. The hypotube kinked at various locations. There was proximal stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).